Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump visual inspection found a crack in the battery compartment; the keypad was found to be intact with no signs of peeling or other damage. The keypad buttons were tested and were found to be responding normally to presses. The keypad was removed and contamination was observed under all of the keypad button contacts. When the pump was powered on for investigation, the pump display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a cracked battery compartment, faded and discolored display, and contamination under the keypad button contacts. This report is made based on the results of evaluation.